Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge senior territory manager (stm) evaluated the iabp and replaced the fiber optic assy. The stm then performed all functional and safety checks to factory specifications, and returned the iabp to the customer, cleared for clinical use.

Event description:
Customer reported that during preventive maintenance (pm) on the cs300 intra-aortic balloon pump iabp), a broken fiber optic potential clip was discovered. There was no patient involvement, and no adverse event was reported.